Manufacturer narrative:
(B)(4). Batch # m52f3x. The analysis found that one plee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the right, left and straight articulated positions with a test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an in complete cut line. The device maintained its articulated position during functional testing. The reported event could not be confirmed as no malformed staples were noted during functional testing.

Manufacturer narrative:
(B)(4) date sent: 11/9/2015. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: is creating an omentopexy with a duodenal switch a normal practice for the surgeon? Yes if not: was the omentopexy created as a result of the device issue? N/a was intra-op or post-op care changed for the patient? Staple line was over-sewn intra op and omentopexy appeared to be full length of staple line (from observation this is not normally the case) however I can contact the surgeon to clarify if necessary. Video and photo analysis: based on the photo evidence, malformed staples cannot be confirmed. De-articulation can be confirmed from the video evidence.

Event description:
It was reported that during a laparoscopic duodenal switch procedure, the sales representative is present in the case. During the sleeve gastrectomy portion of the procedure, the stapler was positioned for the first firing with a black reload and it fired correctly with secure staple line. The positioning for the second transection with the green reload was positioned and the device needed to be articulated to 45 degrees to gain the correct angle for the second transection. The device was closed on tissue and the surgeon waited for a significant time (up to 1 min) before releasing the safety and firing the device. As soon as the surgeon commenced the firing sequence the device de-articulated to what looked like the 30 degree stop of articulation. (As it fired you could see it jump sideways). This de-articulation resulted in the staple line not being positioned as to where it was expected/required and away from the bougie. The resulting staple line had mis-formed staples (as can be seen in the attached photos). This resulted in the surgeon having to over-sew the staple line and complete an omentopexy which added 35-45 minutes to the procedure. Leak test during surgery was normal. There were no adverse consequences for the patient reported.